Manufacturer narrative:
Investigation conclusion: the customer did not provide lab reference values for comparison. The accuracy of the customer's inratio results could not be determined without this information. It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history for the lot was performed. All the results obtained from in-house testing on lot 372984a met accuracy criteria. The product performed as expected. A review of the manufacturing records for lot 372984a did not uncover any non-conformances. The lot meets release specification. Root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Patient self tester alleging unexpected high inratio values. (B)(6). Patient's therapeutic range 3 - 4. No reported adverse patient sequela.